Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) old patient experienced cystitis after an altis procedure. Date of procedure: (B)(6) 2018, date of onset event: (B)(6) 2018, description of the event: multiple urinary infection since the end of (B)(6), treated with antibiotics (fosfomycin and cefixime) at the beginning of march status of the event: resolved on (B)(6) 2018 (device still implanted). According to the investigator, the event is related to device.